Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, the patient reported that the infusion set's tubing came apart at the p-cap, last night while the patient was watching television. The patient also stated that the end of set that goes on reservoir, where the tubing connects on the cap came apart as the patient went on to grab the set and it looked like the glue was missing. The site location was right side of patient's abdomen and the pump was located on the left side on the belt. Moreover, the infusion had been used for 2-3 hours. Reportedly, the infusions were kept in the closet shelf. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body no further information available.